Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the patient programmer was not working and that the patient was not sure if the ins was working either. The patient initially stated that the recharger was not working but then stated that they had just charged. They went on to say that they had increased and changed groups but that it was still not helping. Follow-up was conducted with the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had needed reprogramming and that the issues regarding the ins and the patient programmer not working have been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.